Manufacturer narrative:
Summary: the complaint is confirmed for one (1) of one (1) returned set screw driver (pn 230h4001) for the failure of instrument tip fractured and remains in patient. Visual inspection of the device reveals that the very tip of the driver is fractured. Medical records were not provided for review. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the instrument was being used or handled at the time of the damage. However, it is unknown what condition of bone that the patient had as hard bone could also have contributed to this event. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during final tightening the driver got stuck in the set screw. Upon removal of the driver, it was determined that the end of the driver broke off and remained in the set screw. The fractured tip is in the set screw and implanted within the body. Bone wax was put over the tip to secure it in. There was no reported patient impact.